Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was noted that the returned lead segments were a proximal portion measuring 42.5 cm and a distal portion measuring 42.5 cm. Concomitant product: d314vrg, implantable cardioverter defibrillator (ICD), (B)(6)  2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and short v-v noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.